Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet with a steel 6 mm contact/detach infusion set, prompting guided troubleshooting that included removal of the existing infusion set, pump rewind, cartridge removal and replacement, installation of new connector, tubing, and infusion set, fill tubing, application of the new infusion set, and fill cannula, after which insulin delivery was resumed. Symptoms included elevated blood glucose of 285 mg/dl. Outcomes included improvement as glucose was reported to be trending back down into range after the intervention. Investigation included user education and stepwise infusion set and cartridge change with confirmation of resumed therapy and follow-up blood glucose assessment. Investigation of this case revealed no confirmed device malfunction, and the event was consistent with hyperglycemia of unclear cause that resolved after replacement of the infusion set and cartridge. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.